Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a procedure on (B)(6), 2011. According to the complainant, the stent system was positioned within the colon. However, the stent failed to deploy. It was noted that the physician was experienced with using this device. The procedure was completed with a wallflex enteral colonic stent of a different size. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "okay." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the investigation results, which indicate that the stent was returned partially deployed, this is now considered a reportable event. Additional information received since (B)(4), 2011: the indication for the stent placement was for the treatment of a duodenal stenosis. The patient anatomy was noted to be tortuous. During the procedure, the stent was partially deployed inside of the patient; however, according to the complainant, the stent was able to be reconstrained prior to withdrawal. The reason why the physician decided to use a colonic stent system within the duodenum was not provided.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a procedure on (B)(6), 2011. According to the complainant, the stent system was positioned within the colon. However, the stent failed to deploy. It was noted that the physician was experienced with using this device. The procedure was completed with a wallflex enteral colonic stent of a different size. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "okay." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the investigation results, which indicate that the stent was returned partially deployed, this is now considered a reportable event.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 6mm. During a functional analysis, it was possible to reconstrain and fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. In addition, no issues were noted with the profile of the device, the profile of the deployed stent, or the inner lumen. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification is operational context.